Manufacturer narrative:
H.6. Investigation: one (1) sample and one (1) photo were received from the customer for investigation. Visual inspection of the returned sample and photo identified that the white foreign matter reported by the customer was epoxy drip over on the needles/needle hubs. Epoxy is used in adhering the cannula to the needle hub and is part of the normal production process. Visual inspection of the returned sample and photo identified that the white foreign matter reported by the customer was epoxy drip over on the needles / needle hubs. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued.

Event description:
It was reported that foreign matter occurred before use with a bd filter needle. The following information was provided by the initial reporter, "complaint description: on 10-may-2019, the reporter contacted via phone to request replacement of 1 vial of eylea because the filter needle had ¿white stuff¿ on it. She reported the foreign matter was located both in and on the hub of the needle. Bd component lot affected: bd 19g filter needle catalog #: 305200 lot #: 8172962."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd filter needle. The following information was provided by the initial reporter, "complaint description: on 10-may-2019, the reporter contacted via phone to request replacement of 1 vial of eylea because the filter needle had ¿white stuff¿ on it. She reported the foreign matter was located both in and on the hub of the needle. Bd component lot affected: bd 19g filter needle catalog #: 305200, lot #: 8172962".